Manufacturer narrative:
The initial MDR 2432235-2017-00035 was filed on january 16, 2017. Additional information (01/23/2017): the initial MDR states that "discordant results were obtained on multiple patient samples on an advia centaur xp instrument." The customer provided additional information and stated that no patient samples were run as their quality controls were out of range. The customer ran patient samples only after the siemens customer service engineer completed the troubleshooting.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and found that the aspirate probe 1 pinch valve intermittently failed to open. The cse replaced the aspirate probe 1 pinch valve. The customer calibrated the assays and ran quality controls, which were acceptable. The cause of the discordant results on multiple patient samples was due to the defective aspirate probe 1 pinch valve. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on multiple patient samples on an advia centaur xp instrument. It is unknown if the samples were repeated. It is unknown if the initial or repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.